Event description:
It was reported that the geometry movement was partly available and that a warning appeared. It is unknown if the device was in use at the time of the event. No patient harm or injury was reported as a result of this event. A philips field service engineer (fse) was dispatched to evaluate the complaint device on 18sep2022. During the complaint device evaluation, the philips fse found that the amc was not detected, that the pethernet post had failed and that the stand configuration could not be found. The philips fse suspected that the issue might be traced to the 459800265771, geo io component on the r cabinet of the complaint device, although this could not be confirmed at the time. On 13oct2022 a philips fse was again dispatched to the customer site to further evaluate the complaint device. The philips fse examined the performance of the amc, downloaded the board software for the device, and checked the table movements. It was confirmed that there was partial movement. Longitudinal calibration was unavailable at the time of the diagnostic. The philips fse indicated that the frontal detector position adjustment had failed, as did the beam longitudinal clutch when a feedback test was performed. The philips fse suspected that a solenoid was stuck and could not e moved, although this could not be confirmed. The philips fse suggested the replacement of the 459800262732, clea2 longitudinal drive assembly component as a potential resolution to the customer complaint. This event is currently under investigation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movement was partly available. Upon functional testing fse found that issue was due to mechanical failures in geo io box, amc servo drive and drive assembly. As a part of repair activity fse replaced amc servo drive, longitudinal drive assembly, geo io box and downloaded board software for amc spc1. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code, evaluation method codes were corrected.